Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor assembly. The displacement test could not be performed due to the constant motor error alarms. No traces of moisture were noted. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump had fluid in it due to a leaking reservoir. It was also reported that the insulin pump alarmed for a motor error during the prime. The insulin pump had not been exposed to a strong magnetic field or MRI. The alarm persisted despite changing the reservoir and infusion set. The insulin was not cloudy or expired. The blood glucose reading was 7.8 mmol/l. Nothing further was reported.